Event description:
It was reported that patient visited with neurosurgeon; it was decided that patient had active infection and equipment needed to be explanted. Patient went in for surgery on 1/6/26 to explant both leads. Patient is alive with no additional injury; outcome of the infection is unknown at this. Additional information received from rep indicating that hcp will wait 3-6 months for infection to clear before considering reimplanting. It is not known if the infection is yet resolved. No other manufacturer devices were involved in the explantation. Devices were discarded after surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.